Event description:
The patient was implanted with an scs system on (B)(6), 2006. On (B)(6), 2009, the patient's system was reprogrammed due to insufficient stimulation in the left arm and soreness in the back of the neck. X-rays indicated the lead had not moved and that the connections were intact. Diagnostic testing showed invalids on all contacts and the patient programmer showed high impedance. On (B)(6), 2010, it was reported that the patient's system was explanted. The date of explant is unknown. The product was discarded by the facility and will not be returned for evaluation.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.